Event description:
Customer reportedly received results of 591 mg/dl and 138 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report one of his batteries would not power on the monitor. Support issued the patient a replacement battery pack.